Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). The service engineer (se) evaluated the device and found that the battery was not plugged in. There was no failure identified related to the battery.

Event description:
It was reported that the battery failed. There was no patient involvement. The event date was not specified; estimate used.